Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify the battery out limit, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the low battery alarm due to the blank display. The pump was received with minor scratches on the lcd window, a stained keypad overlay, a stained address/serial number label, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low battery alert. Customer's blood glucose value was unknown. The customer stated that the battery did not last more than 1 week. The customer stated that a replacement battery cap did not resolve the issue. The insulin pump will be returned for analysis.